Manufacturer narrative:
As no further information concerning the report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular lead was explanted and replaced due to dislodgement. Dislodgement was discovered during discharge check. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular lead was explanted and replaced due to dislodgement leading to pacing inhibition. Dislodgement was discovered during discharge check. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.